Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses using a gore® dryseal sheath with hydrophilic coating ((B)(4)) to treat an abdominal aortic aneurysm. After a trunk ipsilateral leg component was deployed, cannulation to the contralateral gate was attempted using the dsl1228j. While the dsl1228j was being advanced, the right external iliac artery (reia) was ruptured, decreasing the patient¿s blood pressure to 30s mmhg. A contralateral leg component was implanted, extending into the reia to cover the ruptured area, and a transfusion was also given to the patient. The procedure was concluded without further adverse events revealed to the patient. It was reported that as the reia was tortuous, some resistance was met while the dsl1228j was being advanced through the reia. The dsl was advanced with a bit excessive force being put, which could have caused the rupture of reia.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.